Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 560 mg/dl with large ketones; cause was unknown. The customer administered a correction injection, as well as performed a supply change, to address the blood glucose. The recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.